Event description:
Product analysis of a returned lead identified two abraded openings with the lead wire exposed. The abraded openings most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the inner and outer tubing. The likely cause of the abraded openings were wear. No further anomalies were identified. Note that the patient's generator had been disabled approximately three years prior because it was not felt that the vns was no longer needed as the patient's seizures were controlled by medications and there was a question of device efficacy for the patient. The patient was explanted for comfort reasons unrelated to stimulation. Product analysis was completed on the returned generator. The patient's generator battery status was near end of service.the generator was found to perform as intended. Review of the generator's internal data showed that the last >25% change in impedance prior to device disablement indicated normal impedance values. The generator does not perform 24 hour impedance checks while the device is disabled. No further relevant information has been received to date.

Manufacturer narrative:
Age at time of event, corrected data: the incorrect patient age was inadvertently reported on the initial emdr. Date of event., corrected data: the incorrect event date was inadvertently reported on the initial report.